Manufacturer narrative:
Concomitant medical products: product ID: 479888 lead, implanted: (B)(6) 2021; product ID: w4tr01 crtp, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and inappropriate pacing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.